Manufacturer narrative:
Pump received with no act and up button response due to corroded keypad traces; unable to verify for unexpected restart alarm due to no button response. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 132 mg/dl. Customer was advised that insulin pump would need to be replaced.